Manufacturer narrative:
The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the footpedal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the reported issue. The fse replaced the foot pedal cable to resolve the issue. The foot pedal cable was scrapped and will not be returned back to isi. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an operating room (or) staff called in to report an issue with the system. An error 42 occurred after error 44. The site power cycled the system several times, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue. The tse recommended removing the surgeon side console (ssc) 2 from the system to continue with the procedure. The site powered up the system without the 2nd ssc (432684) and the system powered up without issues. The procedure was completing as planned.